Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open sore. There was no alleged device malfunction contributing to the wound. The patient¿s physician advised to remove the device until the sores healed. Outcome of the wound is unknown as follow up attempts were unsuccessful.